Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a leak and subsequently developed peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported, however it was reported there was an unspecified leak that occurred. It was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report the patient outcome of this event was not reported. Action with pd therapy was not reported. No additional information is available.